Manufacturer narrative:
Due to character restrictions, event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during clinical use cardiosave intra-aortic balloon pump (iabp) had maintenance required error message. There was no patient harm or injury reported.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and found fault 78 (1 time) was found in the error log. Just to be safe, the fse cleaned the connectors of the coiled cable and the executive processor board. Dust removal work performed inside the equipment. Operation confirmed as good. After each work, the operation was confirmed based on the inspection record sheet and it was confirmed that it is currently in good condition and working.